Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited several issues: the air/water cylinder and air/water tube had white foreign objects, the distal end had residual liquid, and there were foreign objects in the adhesive around the light guide lens (lg lens). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) year since the subject device was manufactured. Based on the results of the investigation, olympus was unable to determine what foreign materials were involved. However, it was confirmed that the foreign materials remained in the: air/water-cylinder, air/water-channel, distal end and light guide lens. There was a leak occurred from the plug unit. Therefore, it is possible that the foreign material was not removed because the device was not properly reprocessed due to leakage. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use. Instructions for use states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states the preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.